Manufacturer narrative:
The probable root cause is attributed to improper tightening of the set screw into the threaded hole of the grip ring during the manufacturing assembly process, which led to the grip ring becoming dislodged.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The vse instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. The instrument had no logs to verify the homing. There was a moderate amount of debris on the jaws. The dislodged grip ring at the proximal end likely caused the grips to not close, leading to the instrument failing the self-test/homing (initialization) and an exposed blade in most cases. Further evaluation of the instrument found to have a grip ring dislodged. The screw head was damaged. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down the grip drive adapter. The vse instrument failed recognition based on log review. The vse instrument passed recognition but failure code 22020, "installed vessel sealer extended failed to engage on usm3 (grip axis failed to engage)." Was reported in logs. The instrument information found in the radio frequency identifier (rfid) was not detected. This failure is most caused by the information in the rfid being corrupted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument reported a "blade exposed" message. The customer attempted to reseat the instrument; however, was taken out and a new vse instrument installed. The procedure was completed with no reported injury.